Manufacturer narrative:
The reported condition of failure code 810:03 was confirmed but not duplicated and was found to be due to a faulty air-in-line printed circuit board. The air-in-line printed circuit board was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?failure code 810:03?.(B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 810:03. The reported condition occurred during programming/setup in the general patient ward/ 3 west. There was no report of patient involvement, injury or medical intervention reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.